Event description:
The affiliate alleged the customer reported elevated carcinoembryonic antigen (cea) results, for multiple pts, involving unicel dxl 800 access immunoassay system. This report refers to pt number 1. The elevated results did not correlate with the pt's clinical condition. The elevated results were released out of the lab. Subsequent testing with a new reagent lot produced results within the reference range. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Svc was not dispatched as the customer did not question sys performance. All carcinoembryonic antigen (cea) pt samples were retested. Sys check performed on (B)(6) 2009 indicated all portions were within specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2122870-2011-04237, 2122870-2011-04239, 2122870-2011-04240.